Event description:
The account reported the pt left side rail is broken and will not latch. The stretcher was located in the ER at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found the left side rail ratchet rivets are missing and the end tube is disconnected. The most likely cause is normal wear and tear. A search for the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the left side rail ratchet rivets to resolve the issue. Based on this info, no further action is required.